Event description:
It was reported that there was left over vancomycin left over following an infusion and the "pump is not infusing correctly" customer believes it may be user error. The indented rate was 343.33 ml/hr via secondary infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was left over vancomycin left over following an infusion and the "pump is not infusing correctly" customer believes it may be user error. The indented rate was 343.33 ml/hr via secondary infusion. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-132656 is a concomitant. Please refer to manufacturer report number 2016493-2023-132659, which captured the correct suspect device per investigation report.